Event description:
It was reported that a tria ureteral stent was used in a procedure, it was found that the stent's pigtail flap was separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detached. Block h11: investigation analysis the returned tria ureteral stent was analyzed, and during the inspection under magnification, the bladder coil was observed to be detached. Additionally, the suture hole, the tip and the shaft were torn. The reported event of coil detachment was confirmed. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "coil detachment of device or device component", "suture hole torn", "stent tip torn" and "stent torn" were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation. Block h11: correction to field d7a: sud reprocessed and reused?

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detached.

Event description:
It was reported that a tria ureteral stent was used in a procedure, it was found that the stent's pigtail flap was separated. The procedure was completed with another of the same device. No patient complications were reported.